Event description:
During service by baxter, the infusion pump was found to contain an air-in-line printed circuit board that was out-of-specificaition. According to the hospital representative, no patient injury or medical intervention had been reported related to the device.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 02 2007. Additional information:failure code 810:11 was initially reported by the facility. It was unknown when the event occurred. Evaluation summary: during product evaluation, a defective air-in-line printed circuit board, that could not be calibrated, was observed. The pump head module which contains the air-in line printed circuit board was replaced. The pump was returned to the customer fully operational.